Manufacturer narrative:
The device passed the displacement test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Pump error 63 alarmed during self test and confirmed in pump history with variable (03) due to broken trace at keypad assembly volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had a stuck button alarm. Customer¿s blood glucose was 120 mg/dl at the time of incident. The customer stated that insulin pump buttons did not respond. Customer states they are unsure if they pressed a button down for 3 minutes or longer. Troubleshooting was performed. The product will be returned for analysis.